Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the deployment of t1, the surgeon depressed the knob then pulled the needle into the joint. It was found that t2 was not deployed and both t1 and t2 were pulled out from the meniscus. The operation was completed with another ff360 device. It was a meniscal repair operation.

Manufacturer narrative:
A visual assessment of the device shows the insertion needle is dramatically bent on two planes. T1 is free from the insertion needle, t2 remains on the insertion needle confirming the reported non-deployment. The device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.